Event description:
The customer reported the device was arcing when plugged in during a "fw" update. There was no report of patient involvement.

Manufacturer narrative:
The reported complaint of arcing when plugged in during update was not confirmed by the service department. Service replaced the cracked front case and the 3rd party power cord but made no mention of evidence of arcing. The root cause of the reported arching event was not determined.

Event description:
The customer reported the device was arcing when plugged in during a "fw" update. There was no report of patient involvement.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device was arcing when plugged in during a "fw" update. There's no report of patient involvement.